Event description:
Patient had stereotactic breast biopsy. A senorx biopsy needle was inserted into the lesion and multiple tissue samples were obtained from the breast. A titanium clip was placed at the site of the biopsy. Several weeks after the procedure the patient complained that there was still a "stitch" at the site of the biopsy. A repeat mammogram revealed a foreign body was in the breast. The foreign body was removed from the breast in a second surgical procedure and found a stereotactic catheter with the post procedural clip still inside the catheter.